Event description:
N/a

Manufacturer narrative:
Additional contact details: event site postal code- (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) pressure measurement was not displaying. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the blood pressure transducer adapter cable is defective. The fse replaced the blood pressure transducer cable assembly. The fse performed all functional and safety tests. The unit was returned to the customer and cleared for clinical use. The patient involvement is unknown.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) pressure measurement not displaying.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.